Manufacturer narrative:
The impacted product was received by the failure analysis lab on july 13, 2021. The investigation of the returned device was completed by the failure analysis lab on july 19, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have an area of separated material measuring approximately 9.1 cm x 7.0 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 14, 2021. The devices were explanted without replacement on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 275cc saline prostheses experienced left sided deflation and several unexplained systemic symptoms post procedure. The left prosthesis had flattened. Swelling, discomfort, unspecified feelings of unwellness, headache, fatigue, gastrointestinal issues, and diarrhea were also noted. As a result, an explant is planned is planned for (B)(6) 2021. See 1645337-2021-04677 for contralateral prosthesis report.